Manufacturer narrative:
The device and lead remain in service. A boston scientific technical services (ts) agent reviewed the data disk and confirmed that the device and lead undersensed a run of ventricular tachycardia (vt). In addition, it was observed that a non-cardiac signal on the t-wave initiated the ventricular tachycardia (vt) and ventricular fibrillation (vf). The type of signal could be an external shock or power supply, but is unknown. Further review of the disk revealed that the device then detected the ventricular tachycardia (vt) and anti-tachycardia pacing (atp) was delivered; while the shock electrogram (egm) revealed a more regular and relatively slow rate. The device continued to properly treat runs of supraventricular tachycardia (svt) with anti-tachycardia pacing (atp) and redetection occurs as device detected the arrhythmias according to programming. In addition, shock lead impedance remained at 33 ohms and all daily measurements show stable values in normal range. It was advised that further investigation and reprogramming of the device should be considered for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead undersensed a run of ventricular tachycardia (vt) and therefore, did not provide required therapy. The patient was subsequently hospitalized. Interrogation revealed that the device had delivered therapy for ventricular tachycardia (vt) and the patient eventually recovered from ventricular fibrillation (vf). Subsequently one day later, a revision procedure was performed as the patient developed ischemic cardiomyopathy and the ablation procedure was successfully completed. A boston scientific technical services (ts) agent was contacted and a data disk sent in for review. The patient will remain hospitalized awaiting ts advice. No additional adverse patient effects were reported.